Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, while the surgeon was using a continuous suturing technique, the needle came off the thread. The same issue occurred on two units. Another device was used to complete the case. There was no patient injury.